Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. This file was reviewed by a cross functional team during the weekly adverse event review and additional information is requested: what color cartridges were used with the device to staple the mesoappendix and appendix? Were two structures taken in one firing or two separate firings? Was there any inflammation of the appendix noted? Were there any issues with staple formation in initial procedure? If so, how were they addressed? Were there any hemostasis related issues in the initial procedure? If so, how were they addressed? Was the site of the bleed identified? If so, how was the patient treated? What is the current patient status?

Event description:
It was reported that one day post after an appendectomy the patient was brought back to to operating room for bleeding. It is unknown how the bleeding was addresses. The patient was sent for additional testing and the current condition of the patient is unknown.